Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted in the lad. Approximately 32 months post index procedure the patient suffered a stroke. The patient was hospitalized. Investigator has assessed that the event was not related to the device. It is reported that the patient recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (cva/stroke). Evaluation conclusions: inherent risk of procedure - (cva/stroke). (B)(4).